Event description:
It was reported that the dimensions of the biopsied tissues were smaller. The operators have stopped the intervention because the cutting handle was very hard and at the end blocked. The clip was not applied correctly, and the introducer head remained in the breast, (4x6 mm).